Event description:
The pt reported elevated blood glucose of 225 mg/dl at 1:45 pm in 2008, after changing her infusion set. She bolused through her infusion device to lower her blood glucose. At 2:45, her blood glucose measured 220 mg/dl and she bolused through her infusion device and changed her infusion site. At 6:00 pm, her blood glucose measured 190 mg/dl and she changed her infusion set and insulin cartridge and bolused to lower her blood glucose to her normal range. One week later, the patient's blood glucose elevated to 235 mg/dl and the pt received an e4 (occlusion) error on the infusion device. She changed the infusion set and her blood glucose returned to normal. No further info is available. Product was requested to be returned for eval.